Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that one day following placement, the user experienced difficulty aspirating the water for removal. The catheter was forcibly removed from the patient.

Event description:
It was reported that one day following placement, the user experienced difficulty aspirating the water for removal. The catheter was forcibly removed from the patient.

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. Sample was evaluated and no pinch or blockage observed. How and when problem occurred could not determined. No conditions found on sample that could be associated with reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿precautions for use: when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. When deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed]."